Event description:
The event is reported as: the customer alleges that during an on-board inspection (ems) it was observed that the face seal cushion on the bag was deflated. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.